Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas alleging frequent loss of prime warnings. During review of pump, prime history revealed prime amounts of 0.6 units often. Customer support noted that some prime histories are 0.6 since patient is repriming pump only at that time but other times when the patient did a complete set change, pump prime history also showing 0.6 unit primes. Patient was aware that usually pump primes with 12-13 units but this is not recently shown in his prime history. Patient has a 18.6 units on 6-19, 17.3 units on 6-11.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history revealed there were no "pump not primed" warnings or "cartridge not detected" warnings. The prime history verified reported prime volumes. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load and prime sequence was successfully performed with no alarms. A force sensor calibration test confirmed the force sensor to be in specifications. The pump was opened for investigation and revealed no damage to the force sensor circuit. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.